Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm because he ran out of reservoirs and the reservoirs were refilled with insulin. Doctor was advised not to reuse reservoirs, and that customer should disconnect from the insulin pump and revert to back up plan. Nothing further reported.